Event description:
A hospital pharmacist reported that during a surgery, the aspiration of the vitreotome stopped. Another cassette was used to complete the surgery without delay. The pt did not experience any harm. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).